Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient had a transplant (specifics were not given other than not related to device/therapy) in (B)(6) 2018 and thinks the ins was turned off then because the patient has been having more retention. Patient synched the programmer with ins during the call which indicated stim was on, and patient saw the eri (elective replacement indicator message) so was advised to contact their doctor. There was no longevity allegation. Patient mentioned she had been drinking a lot of water and stated her body didn't have to work as hard to get it out, but patient hasn't been drinking as much water. Patient states she thinks ins has been off since transplant, but symptoms began a couple of months ago. It was not clear from the wording of the report whether device was intentionally turned off. It was reported that patient mentioned dissatisfaction regarding ins size stating, "the last one they put in is so large" and asked if newer ins is available. It was reviewed the ins model is the same model patient has had since initial implant and is same model offered and implanted currently. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient had a transplant (specifics were not given other than not related to device/therapy) in (B)(6) of 2018 and thinks the ins was turned off then because the patient has been having more retention for a couple of months. However, patient synched the programmer with ins during the call which indicated stim was on, and patient saw the eri (elective replacement indicator message) so was advised to contact their doctor. Patient mentioned she had been drinking a lot of water and stated her body didn't have to work as hard to get it out, but pt hasn't been drinking as much water. Patient mentioned "I've got all these scars" from procedures for ins. Patient also mentioned dissatisfaction regarding ins size stating "the last one they put in is so large" and asked if newer ins is available. Patient services reviewed ins model was the same model the patient has had since initial implant, and is same model offered and implanted currently. No further complications were reported or are anticipated.